Event description:
The attorney alleges that in late summer of 2012, the patient began to experience extreme and continuous pain, nausea, diarrhea, depression, anxiety attacks, suicidal thoughts, withdrawal and other medical problems. Reportedly, these problems had persisted until it had been discovered that the device was "defective" and had not been operating; deprived morphine to the patient. No warning was emitted from the device indicating its "failure," reportedly. A new pump was therefore implanted. This device system delivered morphine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).